Event description:
Customer reported no delivery alarms occurring frequently. The blood glucose reading was 376 mg/dl. Customer was treating with manual injection. Customer stated that the drive support cap appeared to be normal. He found no air in the tubing and no leaks. He was advised to run a manual prime and stated that insulin did exit. The basal rate and bolus wizard settings were correct. He was advised to remove the infusion set and stated that the cannula was not bent or occluded and that the site was not sore or irritated. The insulin was clear. Customer reported that the issue was resolved by a complete set change. Customer reported that he did find air bubbles in the tubing about the size of an eighth of an inch. Customer was assisted in changing the cannula prime amount for the infusion set. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.